Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on right eye (od) at 5+ year post op exam. The patient¿s chief complaint was blurry vision and irritation on the right eye. The patient is an aggressive eye rubber. The surgery center indicated the patient experienced loss of best corrected visual acuity (bcva). Bcva: od: distance 20/25, os: distance 20/20. The date of discovery of ectasia was on (B)(6) 2015 and the treatment was on (B)(6) 2010. Bcva from (B)(6) 2010: right eye pre-op 20/20 -1.75 x .00 x 0; left eye pre-op 20/20 -1.50 x .00 x 0. Bcva from (B)(6) 2015: right eye post-op 20/25 .50 x -2.25 x 40; left eye post-op 20/20 .00 x -.75 x 0.

Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.